Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. During device interrogation, ventricular noise reversion episodes were noted. Noise could be reproduced with range of motion ¿ rom exercises. The device was reprogrammed. The patient was in stable condition.